Manufacturer narrative:
Evaluation summary: the device returned with a stopcock attached to the leur. There were numerous kinks along the hypotube. The device returned partially inflated with crystallized residue present inside the balloon. There was stretching evident to the proximal balloon bond. The device was placed in the water bath to disperse the residue. On removal from the water bath the balloon inflated slowly, but it was not possible to deflate the balloon. There was slight deformation to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use a euphora balloon to treat a non-calcified and non-tortuous saphenous vein graft . No damage was noted to the device packaging and no issues noted removing the device from the hoop tray or removing the protective sheath / packaging stylette from the device. The device was inspected with no issues noted and negative prep was performed successfully. Pre-dilation was not performed. During the procedure, the balloon did not pass through a previously deployed stent. No resistance was encountered during delivery and no excessive force used. There were no inflation difficulties. Physician used 50/50 concentration of contrast / saline. It was reported that balloon deflation difficulties were encountered after the first inflation. The device failed to deflate at the lesion site. Device was not moved or repositioned prior to the deflation difficulties. The balloon was removed while inflated. No intervention required. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.